Manufacturer narrative:
(B)(4). It was reported a non-abbott guide wire and not the required barewire was used with the nav6 device, which likely contributed to the reported filter being pulled into the stent. The emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was reported that the emboshield nav 6 was used in the peripheral artery. The IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the reported information, the reported filter migration appears to be user related and there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the use error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the moderately calcified right superficial femoral artery (sfa), the emboshield nav6 was used in the distal popliteal area on a non-abbott guide wire [non-barewire, but has a 'step'] and the atherectomy procedure was completed. A 6 x 120 supera stent was deployed and a 6 x 100 mm supera stent was being deployed when the guide wire moved during the stent ratchet actuation and the nav6 was pulled into the deployed stent. There were no deployment issues with the stent implants, both were successfully deployed in the target lesion. The nav6 was successfully removed from the stent/vessel using the emboshield retrieval catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.